Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional analysis was performed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the low battery voltage and found the system current drain (cd) to be nominal when powered with an external supply. The device was fully functional throughout the analysis. No hybrid anomalies were found. Battery analysis found a lithium (li)-plating breach along the top edge of the anode separator enclosure in a segment adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched the cathode tab. Based on this analysis, battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting the cathode tab adjacent to the anode separator breach. Corrected data: model #/lot #. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.